Event description:
It was reported that the customer experienced an issue with a monopolar curved scissors (mcs) instrument, where instrument failed to open and after examination, wire had come out of the joint. The customer reported event has no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.